Event description:
It was reported, the patient had a superficial post-operative infection that resolved with a ten day course of antibiotics. The clinical site believed the event was unrelated to the device.

Manufacturer narrative:
Product ID 37604, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va0guwd, implanted: 2014 (B)(6); product type lead product ID 37441, serial# (B)(4), implanted: 2014(B)(6); product type programmer, patient product ID 3708740, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708740, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3387s-40, lot# va0guwd, implanted: 2014 (B)(6); product type lead product ID 3708740, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708740, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37604, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
Additional information indicating the event was related to the stimulator implanted on the right side. No further information will be sent in this manufacturer report. All additional information will be noted in manufacturer report # 3004209178-2015-12213.